Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. During a pump system check with tandem technical support, it was discovered that the pump time was incorrect due to the customer not updating the time for daylight savings. No additional issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.